Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was evaluated at customer site. The reported complaint of the thermogard xp ivtm system displayed "tcm ID:05" (coolant diff failure) error message was confirmed during archive event log review but could not be reproduced during functional testing. The investigation findings revealed that the root cause of the reported issue was due to a defective lm34a/b sensor, likely due to wear and tear. The console was manufactured in october 2012 and is nearly 8 years old, past its serviceable life of 5 years. To remedy the error issue, the lm34a/b sensor was replaced. During visual inspection, no physical damage was observed on the console. During event log review, multiple tcm ID:05 error messages were recorded, thus confirming the reported complaint. After service completion, the thermogard console passed all functional testing without any error or fault. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
Customer reported that the thermogard xp ivtm system (serial #(B)(4)) displayed "tcm ID:05" (coolant diff failure) error message. User was not able to clear the error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.